Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital after receiving inappropriate shocks due to noise on the right ventricular lead. The lead was explanted.